Manufacturer narrative:
Device evaluated by third party service.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the lcd screen was observed. The device's lcd screen was replaced to address the issue.